Event description:
On (B)(6) 2013, the patient¿s spouse contacted animas. At the time of the call, the reporter informed the animas representative that the patient¿s blood glucose (bg) levels have ranged from ¿416 to 500s mg/dl¿ throughout (B)(6). The reporter claimed the patient developed symptoms of severe headache, severe fatigue, severe vomiting and severe shortness of breath. The patient reportedly treated the high blood glucose readings with insulin via syringe and pump. The patient¿s spouse confirmed the patient did not seek medical treatment from an hcp. At the time of troubleshooting, the patient¿s wife informed the animas representative that the patient was disconnecting from the pump at night if he received an alarm. The reporter confirmed the patient did not go on a backup plan when he disconnected from the pump. Review of pump¿s alarm history revealed empty cartridge alarms on (B)(6) 2013 at 5:20am, (B)(6) 2013 at 10:55pm, (B)(6) 2013 at 9:23am, (B)(6) 2013 at 6:19pm, (B)(6) 2013 at 8:04am and (B)(6) 2013 at 2:40am. The reporter confirmed the pump was set to the correct date and time; however, the reporter declined to review additional pump settings. This complaint is being reported because the patient developed signs/symptoms suggestive of hyperglycemia while on insulin pump therapy. Insulin pump use could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/28/2014 with the following findings: pump passed flow accuracy test and found to be delivering within required specifications. Unrelated to the complaint, dates in total daily dose history are incongruent changing from (B)(6) 2013 to (B)(6) 2007 to (B)(6) 2013, from (B)(6) 2013, from (B)(6) 2013. Black box shows time and date resetting to default following a power on reset. Daily insulin delivery totals appear inconsistent due to time/date issue pump opened and the internal battery found to be leaking. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.